Event description:
It was reported that pump alarm ¿air in line¿ but after troubleshooting, no air in line was found. The nurse stated that the air-in-line alarm caused a thirteen-minute delay and the heparin was not administered in a timely manner. Once tubing was replaced, this resolved the issue. Although it was confirmed that there was a delay in patient treatment during follow up, it was noted as "unknown", however; if there was any patient harm or impact as a result of this event.

Manufacturer narrative:
Upon clinical review of the customer's report, it was determined that the issue is a non-reportable malfunction.

Manufacturer narrative:
Correction; h.6. (Patient code). Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that pump alarmed for ¿air in line¿ was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/ tears in the tubing or damages to the components. Clear fluid and air boluses were observed within the tubing throughout the set. No anomalies were or evidence of damages were observed during initial visual inspection. Functional testing did not to replicate any air boluses within the administration set or any air-in-line alarms. Pressure testing also found no anomalies with the returned set. The device pump and pcu that were in use at the time of the customer event were not returned for investigation. The root cause of the customer¿s experience was not identified.

Event description:
It was reported that pump alarm ¿air in line¿ but after troubleshooting, no air in line was found. The nurse stated that the air-in-line alarm caused a (13) minute delay and the heparin was not administered in a timely manner. Once tubing was replaced, this resolved the issue. Although it was confirmed that there was a delay in patient treatment during follow up, it was noted as "unknown", however; if there was any patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, female was only patient demographics provided.

Event description:
It was reported that pump alarm ¿air in line¿ but after troubleshooting, no air in line found. The nurse stated that the air in line alarm caused a 13 minute delay and the heparin was not administered in a timely manner. Once tubing was replaced, this resolved the issue. There was no patient harm.